Event description:
It was reported that after a pre-deployment angiogram and deployment of the 6f angio-seal, the pt was observed to have diminished pulses in the leg. The pt went to surgery for removal of collagen from the common femoral artery. The puncture was reported to be a high femoral stick that was close to the epigastric artery. An ultrasound confirmed that collagen was in the artery. The pt was reported as stable after surgery.

Manufacturer narrative:
No prod was returned. Review of the device history record confirmed this lot met MFR requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.